Manufacturer narrative:
As part of the normal process, when the customer adds a new secondary capture site ID for a new site they need to request in advance that a toplogo be created so that they can get reports out. If not, as long as the site is able to read/dictate cases they should be able to get a report on the case although it may not have the correct originating site listed until the capture site ID is entered - this could be explained in the body of the report. This report is being submitted as the result of a retrospective review. Problem not caused by a device problem.

Event description:
The merge unity pacs is a medical image and information management system that allows viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. Merge unity pacs interfaces to various storage and printing devices using dicom or similar interface standards. A customer site reported that they could not get a report out for an urgently ill patient until the imaging capture site's ids were added. It took approximately 9 hours to resolve the problem with the report. No report of injury was received.